Event description:
Pt reported that a lancet is protruding from the multiclix lancet drum. Pt did not experience an unintentional puncture as a result. No pt injury was reported and no treatment was received. The location where the problem was first discovered was not provided. Technical support requested the return of the suspect product and replacement product was shipped.